Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(4) affiliate, post deployment the 20mm sapien xt valve had paravalvular leak (pvl) greater than moderate. Intense resistance was noted during insertion of novaflex + delivery system, and a rupture was observed in the right external iliac artery (eia) after removal of the 16fr esheath withdrawal requiring stent grafting. The procedure was performed via a surgical cutdown obtained on the right femoral artery (fa). The access vessel was dilated with 16 fr to 20 fr dilators without resistance or problem. An expandable sheath was properly inserted. While pushing a novaflex+ delivery system through the iliac artery (ia) section of sheath, an operating physician felt intense resistance. However, the delivery system was able to be advanced slowly. The 20 mm sapien xt valve was uneventfully implanted with nominal volume in a 60:40 aortic/ventricular position as intended. Post deployment, pvl greater than moderate remained. Due to a risk of annular rupture, post dilatation was not performed. Following withdrawal of delivery system and sheath, peripheral angiography was performed via cross-over approach. A rupture was detected in the right eia. The patient's vital signs were stable. Stent grafting was performed for the rupture. The patient's access vessel minimum luminal diameter (mld) measured 4.6 x 6.1 mm with moderate calcification and mild tortuosity. The native annular diameter measured 19.0 mm by with mild calcification by tee.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause of the greater than moderate pvl of the xt valve cannot be confirmed. However, per report post dilatation was not performed due to the risk of annular rupture. It is possible that the pvl was a consequence of a lack of appropriate sealing of the xt valve to the native annulus target site due to the patient factors (e.g. Aortic annulus shape and calcification) as there was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.